Event description:
It was reported that noise and low, out of range hv impedance were observed during a routine follow-up. The lead was explanted with no adverse consequences for the patient.

Manufacturer narrative:
Clavicle crush damage was noted at 29.6-30.7cm from the connector pin. The etfe coating was damaged at this location, consistent with the field observations of noise and low hv lead impedance.